Event description:
The facility representative reported a colleague infusion pump with an intermittent stop button. It is unk when the reported condition occurred. There was no pt injury or medical intervention reported. The is no additional info available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available. This issue is currently being investigated under CAPA-(B) (4).